Event description:
It was reported that the ilet touchscreen was cracked after the user worked on a truck and later observed the damage, and the device was not functional and no longer watertight; a replacement was arranged and the user was advised to continue cgm monitoring via the dexcom app or receiver and to return the damaged unit. Symptoms included no reported impact to blood glucose. Outcomes included device replacement and return of the damaged device. Investigation included customer interview and return of the original device for assessment. Investigation of this case revealed physical damage to the touchscreen rendering the device nonfunctional and non¿water resistant, consistent with a broken screen component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.